Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal.no additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/29/2015 and could not confirm the reported event of permanent out of range. The transmitter (6b1x2) that was used with the device was returned for evaluation on 07/21/2015. The device was visually inspected and no defects were found. Functional testing was performed and the transmitter failed. The customer complaint of permanent out of range was confirmed, and the root cause was determined to be a defective transmitter.